Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as "the area around the patient while doing pd was not clean." The peritonitis was manifested by abdominal pain and cloudy pd effluent. The patient was hospitalized for the event. The patient was treated with vancomycin, (1 gm, intraperitoneally, on every fifth day) and panipenem (1gm, intraperitoneally, once daily). At the time of this report, the patient was still hospitalized, and was recovering from the event. Pd therapy and antibiotic therapy were ongoing. No additional information is available.